Event description:
The event involved a 10" smallbore ext set w/6-port nanoclave® manifold (orange, red, blue, purple, yellow rings), check valve, clamp, rotating luer where it reported that the manifolds are leaking at several access points. The event occurred at 7:30 am during use on a patient, but unknown how long it was in use. The patient had total parenteral nutrition (tpn), dexamethasone, and milrinone running at the time of the event which made them take down the lines and get new tubing and new medications. Additionally, one end of the connection pieces (the end that would be connected to our peripherally inserted central catheter (PICC)) was not locking it just kept spinning. The line was in, but the piece of the product would just spin as if it you over tighten a screw, and it just spins. There was patient involvement but no harm or adverse event reported and no delay in therapy.

Manufacturer narrative:
Received one used. List #am6100, 10" smallbore ext set w/6-port nanoclave® manifold (orange, red, blue, purple, yellow rings), check valve, clamp, rotating luer; lot #13542886 and one used. List #unknown, connector; lot #unknown. Leakage at the bond between the female luer to male luer at the distal end of the assembly was confirmed. The probable cause is incomplete bond connection between the male and female luers at the distal end of the am6100 during bonding assembly. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.